Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the tip of the screwdriver has fractured off. The hex region of the screwdriver was not returned. It is unk how the screw driver was used. The tip has fractured due to possible wear and/or overloading at the tip. Stripping and/or fracture may be predominantly due to improper and/or off-axis seating of the driver into the hex of the screw or failure to pre tap very hard dense bone prior to insertion of the screws, or a combination of both. At the time of failure, the driver had a potential field age of approx (B)(6); its usage history is unk. Insufficient info is provided to determine the root cause of the event. Evaluation: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while inserting the set screw, the driver head broke off. The broken piece stuck in the screw in the pt.